Manufacturer narrative:
UDI #: (B)(4). (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The concomitant device was evaluated and the following is the result of that evaluation: the field service specialist (fss) visited customer site to perform the quarterly preventative maintenance (pm) on the femto laser system and to verify applanation force. Upon inspection of the unit, the fss could not duplicate the reported ¿single suction break issue¿. Fss verified system operating parameters and objective counterweight was in specifications. Fss made slight adjustment to increase counterweight needed. Fss performed the quarterly pm checks, alignments and calibrations. Fss ran 20 simulated procedures without incident. The system was found to meet abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that patient's left eye was completed successfully and when the doctor moved to do the surgery on the right eye he experienced suction loss during surgery (after the laser fired) while creating rings for intacs. Surgeon reported that he tried applanating eight (8) times and got suction loss nasally before firing laser, and once after starting intralase treatment. It is reported that the procedure was aborted and was not successfully completed. The doctor thinks it is the issue of conjunctiva chalasis with the patient's right eye, but he is not completely sure of this issue. The doctor still has not decided when to complete the surgery on the patient's right eye.